Manufacturer narrative:
Analysis of the sc connector of the catheter revealed coring/tears/cuts in seal and meets leak criteria per (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 25 mg/ml morphine at an unknown daily dose for malignant pain and spine/back. It was reported that the patient experienced increased pain symptoms and an overall increase in dose per day was required over time. There were no known environmental/external/patient factors that may have led or contributed to the issue. A catheter dye study was done intraoperatively on (B)(6) 2017 at day of replacement that showed a catheter occlusion at the proximal segment of the catheter. The proximal catheter segment was replaced in addition to the pump. The issue was resolved at the time of this report. The hcp wanted the pump returned to the manufacturer for analysis to rule out any potential issues with the pump. The old proximal catheter segment appeared to be the issue due to occlusion, but the hcp wanted an analysis of the explanted pump as well. The patient's status was "alive- no injury" and no further complications were expected or anticipated.

Manufacturer narrative:
Previously reported catheter (model 8596sc / sn: (B)(4)) does not apply. The correct catheter is: product ID: 8731sc, (B)(4), implanted: (B)(6)2009, explanted: (B)(6)2017, UDI: (B)(4) product type: catheter. If information is provided in the future, a supplemental report will be issued.